Manufacturer narrative:
This report is submitted on november 23, 2017. (B)(4).

Event description:
It was reported that the patient's device was explanted due to a loss of osseointegration. Additional information has been requested but has not been made available as of the date of this report, november 23, 2017.